Event description:
A report was received that during the trial procedure, the patient had severe spasm in the low back and the left leg. It was noted that the spasms were not device related as the patient complained about it the moment he got on the bed and the leads were not placed yet. The procedure was aborted and the patient was given versed and toradol injection. The patient is waiting for a retrial.

Manufacturer narrative:
Additional information was received that the plan was to treat the patient with other therapies and there will be no further course of action at this time.

Event description:
A report was received that during the trial procedure, the patient had severe spasm in the low back and the left leg. It was noted that the spasms were not device related as the patient complained about it the moment he got on the bed and the leads were not placed yet. The procedure was aborted and the patient was given versed and toradol injection. The patient is waiting for a retrial.